Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called report meter giving completely different readings. Analysis run on clark erro grid using mean average readings (187) vs. Bd readings of (325, 269, 32, 120) yielded data points in the e/c zone of the grid, outside of acceptable limits.